Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind and a confirmed e70 error was found at the alarm history file due to motor encoder signal out of phase; unable to perform the a21 error test, basic occlusion test, occlusion test, excessive no delivery test and prime test due to motor error alarms. However, the insulin pump was received with normal operating currents and passed the self test. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The insulin pump was exposed to a MRI. Customer's blood glucose level was 106 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.